Event description:
Complainant alleged that during functional testing, a loud noise was heard from the device. Based on the pictures provided to zoll medical corp the damage observed from the surrounding printed circuit board assemblies is consistent with batteries overheating. The damage was contained within the battery compartment of the device. This is the second similar report. The first reported on medwatch 1220908-2012-00640. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.